Event description:
A (B)(6) male patient contacted zoll lifecor customer support to report that he had disconnected the electrode belt from the monitor and now it will not stay securely in place. The patient's suspect electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem was confirmed. The cause of the electrode belt connector not staying securely in place was a damaged connector. The plastic housing of the connector had cracked. The root cause of the crack cannot be positively determined but was likely due to excessive force applied to the connector. No adverse event resulted from the damaged electrode belt. The patient was provided with a replacement electrode belt.